Event description:
It was reported that during initial implant procedure patient's new right ventricular (rv) lead exhibited helix anomaly due to which the helix was not extended completely and got retracted. The lead was not used and procedure was completed using an alternate lead during procedure (B)(6) 2023. The patient was stable.